Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose level was 493 mg/dl and they experienced "early stages of dka (diabetic ketoacidosis)". Customer administered a manual injection and performed a supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin and "fluids with dextrose and humalog insulin". Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.